Event description:
Pt seen at hosp for approximately one hr for hypoglycemia. Pt awoke at 2 am with blood glucose 25. Paramedics treated with IV dextrose. Pt on vacation five time zones away from home. Pt believes time zone different had a large affect upon pt's body and metabolism. Does not believe pump related to event.